Event description:
When the nurse injected water into the white water port of flexiseal, the plastic piece broke off. The nurse then discontinued the flexiseal device and reinserted a new one. We spoke with the rep and she is picking up and packaging product today. She stated that sometimes the luer lock port breaks due to user error when applying the syringe for water injection.